Event description:
It was reported that the insufflation tube could be performed properly due to leak at connection with high flow insufflation unit, caused by a tear in the tube. The issue occurred during an unspecified examination procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.